Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by our sales rep that during the procedure healix advance br anchor broke upon insertion to the humeral head during rotator cuff repair. An awl and tap were used for the hard bone. All foreign bodies were removed from the shoulder. The insertion access appeared to be adequate. There were no patient consequence

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues. Our results indicate that there were no issues during the manufacture of the product that would contribute to this complaint condition. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4).

Event description:
Additional information received from sales representative on 26november2018: the device was discarded and will not be returned.